Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer alleging possible insulin pump under delivery. The customer's blood glucose was 300 mg/dl at the time of incident. Customer also reported fail battery alarm. The customer reported that the no delivery alarm was resolved by changing reservoir. The customer had using the insulin pump system within 48 hours of the reported high blood glucose. The device will not be returned for analysis.